Manufacturer narrative:
No contact information was provided for the initial reporter. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side "suspected/actual" deflation. Via the national breast implant registry (nbir). Device has been explanted and replaced.